Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient implanted for complex regional pain syndrome type I. The caller reported that the patient¿s device was explanted in 2011 they think. They stated that the reason for explant was because there was pain mitigating to other portions of the patient¿s body. The caller added that this could be because the stimulator was contacting a nerve that it shouldn¿t have. No further complications were reported or anticipated.